Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with this pacemaker was presented in the emergency department due to a pace and v pace at the maximum sensor rate (msr) pacing at 130 bpm. When the minute ventilation (mv) feature response was turned off, the rate went back to 80 bpm lower rate limit (lrl). The minute ventilation (mv) feature was recalibrated and the issue was resolved. Additionally, noise and a rise in impedance was noted on the right atrial (ra) lead. The signal artifact monitor (sam) software was reprogrammed to right ventricular (rv) lead only. A saved to disk was provided for review. No episodes of noise were stored. However, the latitude data was reviewed and a lead safety switch (lss) was triggered on the ra lead, switching it to unipolar. Technical services discussed the rv automatic capture (rvat) feature remaining in 90 percent of the time in suspension, resulting in the 25k rvat events. Technical services recommended to closely monitor this patient and to consider lead revision at the next pulse generator change out procedure. The involved leads were both non-boston scientific products. No adverse patient effects were reported. This pacemaker and competitor leads remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient with this pacemaker was presented in the emergency department due to a pace and v pace at the maximum sensor rate (msr) pacing at 130 bpm. When the minute ventilation (mv) feature response was turned off, the rate went back to 80 bpm lower rate limit (lrl). The minute ventilation (mv) feature was recalibrated and the issue was resolved. Additionally, noise and a rise in impedance was noted on the right atrial (ra) lead. The signal artifact monitor (sam) software was reprogrammed to right ventricular (rv) lead only. A saved to disk was provided for review. No episodes of noise were stored. However, the latitude data was reviewed and a lead safety switch (lss) was triggered on the ra lead, switching it to unipolar. Technical services discussed the rv automatic capture (rvat) feature remaining in 90 percent of the time in suspension, resulting in the 25k rvat events. Technical services recommended to closely monitor this patient and to consider lead revision at the next pulse generator change out procedure. The involved leads were both non-boston scientific products. No adverse patient effects were reported. This pacemaker and competitor leads remains in service.